Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported unraveling of the guidewire tip coils was confirmed; however, the reported difficult to remove (resistance) could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure to treat a lesion in the diagonal artery with moderate calcification, no tortuosity and greater than 70% stenosis, a balance middleweight guide wire was advanced without resistance. During positioning of the guide wire in the lateral branch, resistance was felt with the patient anatomy during withdrawal and the guide wire did not move. Reportedly, the guide wire became unraveled at the distal tip but did not separate into two pieces. An non-abbott non-inflated balloon was advanced to assist in removal of the guide wire successfully from the patient anatomy. There was a delay in procedure time but there was no impact to the patient. Another bmw guide wire was used to continue the procedure and the target lesion was able to be treated as expected without consequence. The patient was in good condition. No additional information was provided.